Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 26 and 205 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. She also requested her meter be replaced. Replacement products were sent to the customer.